Event description:
It was reported following a percutaneous angiographic procedure, a 6f angio-seal sts plus was deployed in the right femoral arteriotomy. The pt experienced pain and symptoms of vessel occlusion. The pt was thrombolysed for three days. The pt underwent surgical revascularization for a total occlusion of the common femoral artery. The surgeon alleged the vessel occlusion was due to intra-arterial collagen deployment. St. Jude medical product surveillance was made aware of this event 2-5-08.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined; however the vascular surgeon alleged the collagen was deployed intra-arterially. The angio-seal instruction for use (IFU) states that if collagen deposition into the artery or thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also states failure to maintain tension on the suture, while advancing the collagen could cause the collagen to enter the artery. The IFU cautions the use of the angio-seal in pediatric pts or others with small femoral artery size (<4mm in diameter). Small femoral artery size may prevent the angio-seal anchor from deploying properly in these pts. The angio-seal device instructions for use(IFU) states if pt's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal, device can be deployed safely in pt arteries > 5mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.